Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an rv oversensing alert was triggered due to post paced twave oversensing. Programming changes were recommended but have not been made. Device will remain implanted. The patient is stable.